Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator was ruled out as a potential cause of the reported issue. Potential causes of infection are patient contraindications, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, multiple tunneling attempts, using inappropriate tools, not irrigating the site with antibiotic solution and patient touching/picking the wound. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown, and little information was available for investigation due to the stimwave representative not being present at the time of this implant procedure. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in infections. Infection rates remain consistently low; thus, CAPA is not required. Infection rates will continue to be tracked and trended.

Event description:
The patient reported an infection in their leg near the implant. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022 where both leads were removed. No further issues have been reported.